Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the syringe needle became blocked after drawing air from the cartridge during the loading process. There was no reported impact to the customer's blood glucose level. Reported, the customer successfully filled the cartridge.